Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of pump shuts off. The unit was triaged and the customer¿s reported condition was confirmed. The root cause of reported condition was due to the battery not holding a charge. This is typical routine maintenance. A review of the device history record shows that this unit was manufactured in 2015 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the pump shuts off. There was no patient involvement.